Manufacturer narrative:
Medwatch sent to FDA on 05/18/2016. The reporter of the event was asked to return the product for analysis, provide additional patient information, placement and removal dates, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses possible outcomes of nausea, cramping, stomach perforation, as malaise as follows: precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding and perforation, which could require a surgical correction for control. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Possible complications of routine endoscopy and sedation: potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed. Fewer than (B)(4) of patients enrolled in the (B)(6) clinical study experienced malaise.

Event description:
Reported as: a patient with the orbera intragastric balloon had been placed "approximately 6-8 weeks ago. Patient was not compliant with post placement orders/meds etc. And experienced nausea and cramping. [Afterwards while traveling the] patient...wasn't feeling well." The patient was then referred to another orbera trained physician, who reported: "patient didn't look well and was still experiencing strong cramping and I believe mentioned having blood in their stools." An egd was performed, noted the balloon was well positioned, intact and didn't note any issues that could be causing the patient discomfort or other problems. The patient returned home and to their original placement physician, who reported the "patient still didn't feel well or look good. The doctor sent patient for x-ray, which showed free air in the abdominal cavity suggesting possible gastric perforation. The doctor scheduled patient for exploratory laparoscopy and balloon removal, if necessary. Laparoscopy showed a gastric perforation of approximately 3 cm. Doctor used the orbera aspiration needle catheter to deflate the balloon, but could not get all of the saline removed. After unsuccessfully attempting to remove the balloon endoscopically, the doctor elected to slightly enlarge the perforation and was able to remove the balloon through it. The perforation was closed with a stapler. Patient was sent to ICU."